Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper was difficult to remove. The following information was provided by the initial reporter. The customer stated: "the tubes are not properly decapping on automated line leaving the gray stopper in the tube. This causes downstream affects when the tube is then sent to the other modules on our track system."